Event description:
On (B)(6) 2013, company representative reported the patient's mother stated the patient is in the hospital for early stages of dka. On follow up call, patient's mother stated the patient has been experiencing an elevated blood glucose level in the 200's - 300's mg/dl for the past week. Mother reported the patient's blood glucose level has been as high as the 400's mg/dl. Mother stated the patient vomited last night and this morning so they took her to the doctor. Mother reported the doctor checked the patient's ketones and advised that she go to the hospital where she was admitted and is currently still in the hospital receiving an insulin drip for treatment. Mother stated the patient has been taken off of the infusion device. Mother reported they do not know why her blood glucose level has been elevated. Mother stated they have changed the infusion set, tubing, cartridge and insulin; the issue persisted. Mother reported the adapter has never been changed; advised to change every 2 months. Mother stated they use cold insulin; advised to allow insulin to warm to room temperature before using. Mother reported they have noticed air bubbles in the infusion set tubing; advised to always prime out air bubbles. Mother stated that when they bolus, the patient's blood glucose level only lowers slightly and will not stay down very long. Mother reported there were no error messages or wetness at the infusion sites. Mother stated she performed a bolus and saw insulin drip from the tubing. Mother reported occasional communication issues; reviewed what can break the communication. Mother stated they normally power the blood glucose monitoring device off and back on and then it regains the communication. Mother reported all boluses have been delivered after checking the bolus history. Patient's target blood glucose level is 170 mg/dl. On follow up call on (B)(6) 2013, patient's mother reported the patient was discharged on (B)(6) 2013. Mother stated the patient's white blood cell count test result came back elevated possibly indicating the patient was sick. Mother reported she thinks the elevated blood glucose levels were due to illness and the air bubbles. Mother stated they changed the adapter and have not noticed any more air bubbles. Mother reported the patient's blood glucose level is also back to normal. On follow up call on (B)(6) 2013, mother reported she did not know if air bubbles caused the elevated blood glucose level. Mother reported the patient is still experiencing elevated blood glucose level. Mother stated there have been no air bubbles as they have been very careful since leaving the hospital. Mother reported that at this point she feels that the settings on the infusion device for the basal rate may need to be adjusted as the elevated blood glucose level usually occurs in the morning. Adapter was replaced; requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
Conclusion the complaint describing infusion system leads to under delivery cannot be verified, the material meets product specifications. Result the returned used transfer set was visually inspected and tested for flow and tightness. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.